Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-08085. The original equipment manufacturer (OEM) performed a device history record review and no abnormalities were noted. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the investigation results, the potential root cause has been inferred that b30 occurred due to communication failure, which was caused by an unexpected stress applied to the cable due to the improper handling by the user. It is also considered that the head was scratched by such improper handling. Olympus will continue to monitor the field performance of this device. To mitigate the risk of device damage, the instructions for use cautions - do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head.

Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint of was confirmed. The device was visually inspected and found the image display shows a scope communication error of b30 due to a faulty cable unit. There are cosmetic issues and scratches on the front cover but not affecting functionality. The listed parts were replaced. The device is fully functional and returned to the user facility.

Event description:
The user facility reported that there was a problem with the device. The camera has a blurry image. There was no patient involvement. No additional information was provided.